Manufacturer narrative:
The manufacturer, nipro, has performed a batch review and communicated the following to baxter: nipro reviewed the manufacturing records, process inspection records, and release inspection records of the lot concerned based on the reported lot number, but found no problem in the lot. Acure toxicity testing, pyrogen testing, intradermal testing, and hemolysis testing were done as biological tests of release inspection. As a result of the above-described investigation, no abnormalities were found in the records or in the findings of the biological tests in release inspection of the lot concerned. Nipro are now conducting biological tests using our retained samples from the lot concerned, and nipro will report the results upon completion of the tests. As additional information is received a follow up report will be submitted.

Event description:
The facility reported the following to the complaint coordinator: this case refers to a female patient who underwent her third hemodialysis session in 2006 with a dicea 170 dialyzer. Half an hour after the connection, the patient experienced a reaction, with hypotension, dyspnea with expiratory braking, and constrictive chest pain. The hemodialysis session was immediately stopped. The patient received bricanyl (terbutaline) in spray, 2 puffs of natispray (trinitrine) and quickly recovered. The hemodialysis session was restarted with another dialyzer (polyarylethersulfone). It was her third hemodialysis session and her third hemodialysis session with a dicea 170 dialyzer. The dicea 170 dialyzer was discarded.